Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue. Upon troubleshooting, fse found there was no malfunction with table and stand movement as the system was working without any problem. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system crashed, with no geometry movements available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.